Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise on the ventricular channel was observed via an egm. The noise was reproduced when the patient breath deeply. Patient was in good condition and will continue to be monitored.

Event description:
New information received notes that lead revision was attempted. The right subclavian vein was found to be occluded.